Manufacturer narrative:
(B)(4). Since the sample was not returned no root cause could be determined. Review of the DHR indicates product was made in accordance with specification. No abnormalities noted during production based on production history. The process is in compliance with applicable standard production method (spm). All operators are certified in their respective operations. The operators or the quality inspector did not identify any discrepancies related to the issue reported during their continuous inspection. Finished product was released only after it met product specifications and process controls. At this time no action will be taken for this reported event.

Event description:
Orthopedic surgeon was removing a sterile drape after completion of a procedure (knee arthroscopy) and noticed an area of 1 inch by 20 inch layer of skin circumferentially around the thigh was excoriated. This injury was noted directly under the adhesive surface of the drape. No medical intervention was required and patient was ambulatory.